Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. Analysis of the device memory indicated pacing capture threshold in the right ventricle was unstable. Analysis of the device memory indicated diminished right ventricular sensing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department with a low heart rate below the programmed lower rate, worsening heart failure conditions and increased fluid index. The patients right ventricular (rv) lead exhibited unstable and high thresholds, no capture, increased sensing integrity counter (sic), and small r-waves/diminished sensing. Reprogramming was completed, and the patient was admitted to the hospital and a temporary external pulse generator (epg) was utilized to pace the patient. The physician intended to upgrade the patient¿s system, but the revision was cancelled due to patient health reasons. The lead currently remains in use. No further patient complications have been reported as a result of this event.